Event description:
Health professional reported one day after patient was injected in the nose using two syringes of juvederm ultra plus xc of the same lot number, the patient developed pain at the injection site and a fever. The physician diagnosed an allergic reaction (2 cm radius) at the injection site "confirmed" (not otherwise specified) to be an allergy to metal. The patient was prescribed antibiotics and approximately three days later augmentin and skin reconstruction also. Approximately 13 days later a "steroid" was prescribed. Approximately 20 days later "mesotherapy four times" was prescribed and the patient is reported as "doing much better." Treatment of symptoms has been reported to be both to prevent permanent damage and worsening of symptoms which could have led to permanent damage. It was also reported that it was not a life threatening injury/illness and it did not cause permanent injury. Symptoms have been reported as not yet resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.